Event description:
It was reported that in hematology, medication was separated and administered through the central venous catheter per protocol. The catheter was placed and x-ray was used to confirm that the tip of the catheter is at the right location. It was at that time that a leakage of medication was seen coming out of the insertion site on the skin. The catheter was removed, but it is not known if the catheter was replaced. There was no reported death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn# (B)(4).